Event description:
A review of pre-implant ctas shows an irregular shaped proximal neck filled with thrombus; the neck was angulated approximately 90 degrees. The aaa and iliac arteries were very calcified and also contained thrombus. The maximum diameter of the aaa was 5.3cm, and the right common iliac was aneurysmal (3cm diameter). Images during implant or post-implant were not provided. The reported occlusion and blood clotting disorders could not be assessed from these images.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on. It was reported that the patient had no distal pulses following the procedure. The groins were explored and it was discovered that the arteries were occluded with thrombus distal to the stent graft. A thrombectomy was performed with a fogarty catheter, and pulses were restored. The patient was placed on a tissue plasminogen activator (tpa) drip. An angiogram done the following day showed that the stent graft was patent but extensive superficial femoral artery disease was present. The tpa catheter was then placed in the arm, where it soon had to be removed due to clotting. At some point following the implant procedure, the patient developed colon ischemia. The patient was eventually diagnosed with heparin-induced thrombocytopenia (hit), which is believed to be the cause of the clotting. The patient expired 2 days post-implant. The physician commented that the hit is what lead to the patient's death.

Manufacturer narrative:
Methods: films. Results, conclusions: proximal neck angulation >60 degrees.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion, ischemia, death), (insufficient information; cause is unknown), caused by another drug/device (heparin-induced thrombocytopenia); evaluation, conclusions: known inherent risk of a procedure (occlusion, ischemia, death), (insufficient information; cause is unknown).